Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the malfunction. The pressure solenoid was replaced. The ventilator passed all testing.

Event description:
Covidien received information that the 840 ventilator had a safety valve open condition while in use on a patient. There was no patient harmed or injured as a result of the event.